Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with moderate tortuosity, moderate calcification and 100% stenosis. The stent delivery system (sds) balloon ruptured at 10 atm when attempting to deploy the stent at the lesion. Although the stent had been deployed, it had been expanded insufficiently; therefore, another company's 2.25 balloon was inflated and the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
.